Manufacturer narrative:
Final analysis found insulation abrasions at 9.8 - 10.3cm and 11.5 - 12.2cm from the connector pin, consistent with friction against the device can or heart feature. The abrasions found are the likely source of the noise observed in the field.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that noise was observed on the right ventricular pacing and sensing lead. The lead was explanted and replaced.